Event description:
The account noticed smoke coming from the prism analyzer. The account stated it appeared one of the boards shorted out causing the smoke. Service was requested for the prism analyzer. No injury to the operator was reported.

Manufacturer narrative:
The prism instrument's transport interface printed circuit board shorted out causing smoke. The field service rep replaced the part and the issue did not recur. The abbott prism operations manual states: hazards, notes "caution" associated with electrical, mechanical, and physical hazards. Operating instructions, includes instructions for an emergency power off the system (power supply components are self-extinguishing when power is removed). This is a final report.